Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4). The dentist reported the dental implant non-osseintegration. Patient presented bone type iii and had infection. No further information was provided.